Event description:
During the procedure, the physician used a cook hercules 3 stage balloon. The balloon was advanced through the endoscope and into position. During an attempt inflate the balloon for dilation, the balloon began to deflate. The balloon was described to be broken. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we are unable to determine a definitive cause for the report of leakage because the product could not be evaluated. Prior to distribution, all hercules 3 stage esophageal balloon dilations are subjected to a visual examination to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. The likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.